Event description:
End user reports that cannulas of the syringes are bent prior to use. Photos of the cannulas were provided, cannulas do not appear bent. User states that no product can be returned due to continued use.

Manufacturer narrative:
Retained lot samples for syringe lot 64703 were tested for needle deviation, no abnormalities were found during testing.

Manufacturer narrative:
Initial trend analysis for lot 64703 was conducted, no malfunctions were found. This is the only complaint for lot 64703. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that cannulas of the syringes are bent prior to use. Photos of the cannulas were provided, cannulas do not appear bent. User states that no product can be returned due to continued use.